Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica enhanced lancing device was not working properly. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the lancing device issue began on (B)(6) 2014 at approximately 8pm when she found the lancet would not fully penetrate her skin when trying to use the subject lancing device to obtain a blood sample. The patient manages her diabetes with a combination of pills, diet and/or exercise. The patient did not specify making any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿can't talk, can't get up to go to bathroom, incoherent, sweaty, shaking, felt cold like in a freezer, low blood sugar, head pain, fatigue, frequent urination¿ ¿immediately after¿ the alleged issue began. The patient reported attending the emergency room on (B)(6) 2014 at 1am, and a blood glucose result of ¿30mg/dl¿ was obtained using an ER meter. The patient was reportedly administered IV glucose by an hcp in response to the reported issue. At the time of troubleshooting, the csr noted that it was the first use of the product and the correct gauge (33g) of lancet was being used. The csr was unable to resolve the issue, and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.